Event description:
The customer reported that the system had no image and autotracking would not function. The system likely locked up. This resulted in a loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.